Event description:
The clinician reported over 5 months after the dental implant was placed in ada site 3 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted swelling, implant mobility, bleeding, a fistula, an abscess and inflammation in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.